Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The customer's reported problem regarding double beep no cassette was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette, the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after powered up and with a disposable attached.

Event description:
Information was received information was received that a cadd legacy double beeped no cassette and had screen damage. No further information was provided.